Event description:
Incoming technical support call. According to the reporter, the device keeps blowing fuses when a battery is installed in a battery well. The reporter declined an offer of service from physio-control. Technical support provided the reporter with the part number for the system pcb assembly repair kit.

Manufacturer narrative:
The hospital biomedical department stated that the system pcb assembly was replaced with another system pcb assembly and that the device now operates properly. The replaced assembly was not available to physio-control for evaluation.